Event description:
As reported, the patient underwent and initial left total shoulder arthroplasty. Subsequently the surgeon revised the anatomic shoulder. The caged glenoid was removed due to the center cage separating from the poly. The glenoid side was replaced with a competitor baseplate and 40mm glenosphere. The surgeon left the well fixed equinoxe press fit stem and added a +0 tray, reverse torque screw, and 40+2.5 constrained liner. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: equinoxe press fit stem. Extra short humeral head sz 47. Short replicator plate. Torque screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.